Event description:
Complaint description: a hospital endoscopy technician reported that loss of image occurred while using a gif-q140 gastroscope during a patient procedure. The procedure was completed with a second scope and there were no complications associated with the occurrence.